Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Blood glucose level ranged from 80-200 (mg/dl). Reportedly, the customer changed the cartridge and infusion set and resumed insulin delivery.